Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental report will be filed.

Event description:
It was reported that the battery life of this implantable cardioverter defibrillator (ICD) had reached explant indicator faster than anticipated. The data diagnostics showed that the device was depleting in a manner consistent with the lv capacitors advisory, however, there was no suspicious fault was declared. The device was explanted. No additional adverse patient effects were reported.